Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse determined that the fluid the operator was sprayed with was condensate (water) coming from the compressed air system through the water purification module (wpm) exhaust tubing. This water is clean potable water and is not a bio-hazard. The fse secured the wpm exhaust tubing inside the drain to prevent this from happening again. The cause of the operator being sprayed with fluid was the wpm line becoming unsecured from the drain. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
An operator of a dimension vista 1500 was cleaning a leak when he was sprayed by fluid from tubing going into a drain. The operator thought the fluid was bio-waste and followed the labs bio hazard procedure. The operator went to the facility¿s health department where he received hepatitis a, immune globulin and hepatitis b boosters.